Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported to a company representative that a patient had an initial surgery, mandible fracture parasymphyseal repair, with our hmmf system. To repair the fracture, the surgeon used an mp 4 hole plate ((B)(4)) and secured with our screws ((B)(4)), and pilot drilled holes with a blade ((B)(4)). The patient has been wired shut and, since the initial surgery, a plate fractured on the angle. No revision surgery needed. There were no adverse affects to the patient.

Manufacturer narrative:
The reported event could be confirmed based on the provided x-ray image. To obtain more information about the reported event the sales rep was contacted. It was stated that the fracture of the plate happened within 2-3 weeks after the initial surgery. The patient was still wired shut from the original op. Furthermore, an opinion from stryker¿s senior global medical director has been requested. All complaint details were forwarded to him for assessment which covers the current complaint as well as a different, comparable reported event documented by pi # (B)(4). In both complaints a plate fracture of universal 2.0 mini plates occurred in similar areas of the mandible. It was stated that according to the instructions for use (IFU) universal cmf and universal 2.0 mini plating systems are only indicated for cmf fractures and not for mandibular fractures. Thus this complaint can be classified as ¿off-label use¿. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported to a company representative that a patient had an initial surgery, mandible fracture parasymphyseal repair, with our hmmf system. To repair the fracture, the surgeon used an mp 4 hole plate (5508203) and secured with our screws (5020705 ), and pilot drilled holes with a blade (6015008). The patient has been wired shut and, since the initial surgery, a plate fractured on the angle. No revision surgery needed. There were no adverse affects to the patient.